Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they kept receiving no delivery alarms on two infusion sets. The alarm occurred shortly after a bolus. The customer¿s blood glucose level was 130 mg/dl. The customer reported that the event was resolved by changing the complete infusion and reservoir set. The product will not be returned for analysis.